Event description:
Nurse attempted to flush d/l hickman line with 10 cc normal saline. A "pop" was heard and the saline began to leak. The line was clamped off. It has since been removed.

Manufacturer narrative:
The device has been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.